Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.no lot number provided for DHR.

Event description:
It was reported that a "no disposable" alarm came on, and the pump wouldn't run. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.no lot number provided for DHR.

Event description:
It was reported that a "no disposable" alarm came on, and the pump wouldn't run. No patient injury was reported.